Event description:
The customer reported difficulty in pressing the pump's quick bolus/wake button, requiring multiple attempts to activate the pump screen. There was no reported impact on the customer's blood glucose level. Technical support instructed the customer to press the button firmly using the tip of their finger while supporting the pump, resulting in the button functioning as intended.